Manufacturer narrative:
(B)(4). Date sent: 4/2/2026. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article: this complaint is from a literature source. The following literature cite has been reviewed: hsu h, you jf, liao ck, tsai ty, huang sh. Comparative outcomes of robot-assisted versus laparoscopic low anterior resection in mid-to-low rectal cancer: a propensity score-matched study on complications and permanent stoma rates. In vivo. 2025 jul-aug;39(4):2387-2396. Doi: 10.21873/invivo.14037. Pmid: 40578982; pmcid: pmc12223633. The purpose of this study is to compares the safety, efficacy, and long-term stoma status of robot-assisted versus laparoscopic low anterior resection for mid-to-low rectal cancer, using propensity score matching to adjust for confounders. They collected and analyzed the data of 1162 patients with rectal cancer who underwent surgery at the division of colorectal surgery, chang gung memorial hospital, linkou, from january 1, 2016, to december 31, 2020. 424 patients non-with metastatic mid-tolow rectal cancer were included, divided into a robot-assisted group (n=44) and a laparoscopy group (n=380). After matching, 44 robot assisted (30 males & 14 females; mean age: 63.5 yrs old (11.9)) and 88 laparoscopic patients (69 males & 19 females; mean age: 59.4 yrs old (11.6)) were analyzed. Anastomosis was performed using a 29 mm ils curved intraluminal stapler (cdh 29, ethicon) with or without hand-sewn reinforcement, or via coloanal hand sewn anastomosis, as determined intraoperatively. Echelon flex¿ endopath® staplers (ethicon) with 60 mm or 45 mm green cartridges were used in both robotic and laparoscopic groups, with cartridge size chosen intraoperatively. The mean follow-up was 40.27 months (median 37.01; max 73.8). Reported complications include: 29 mm ils curved intraluminal stapler (cdh 29, ethicon), (n=50) anastomosis leakage, treatment: not reported in the article. (N=2) ureteral injury, treatment: not reported in the article. (N=13) ileus, treatment: not reported in the article. (N=8) urinary retention, treatment: not reported in the article. Echelon flex¿ endopath® staplers (ethicon) with 60 mm or 45 mm green cartridges: (n=?) Anastomosis leakage, treatment: not reported in the article. (N=?) Ureteral injury, treatment: not reported in the article. (N=?) Ileus, treatment: not reported in the article. (N=?) Urinary retention, treatment: not reported in the article. In conclusion, although long-term and cancer-free survival rates are similar, robot-assisted low anterior resection (lar) is associated with fewer postoperative complications, shorter hospital stays, and lower permanent stoma rates compared to laparoscopic lar.